Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s unlock function was not working on a device with a half-charged battery, and the user declined to wait for the battery to deplete for a firmware update; the issue aligned with an unresponsive key/button and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem was identified in relation to an unresponsive control input and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.